Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal and bolus settings were not lowering blood glucose (bg) as the customer's body and insulin requirements had changed. Reportedly, the customer met with their healthcare provider to adjust the pump settings. Past bg was not reported. Current bg was 95 mg/dl.